Manufacturer narrative:
Additional information was received on 2/5/2019. This report relates to the right implant. The left implant initially reported to have deflated was found to be intact. The baker's grade of the right sided prosthesis was IV. Future replacement surgery is indicated, however, mentor has received no information regarding a surgery date. A manufacturing record evaluation (mre) was performed for the finished device number 174858, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline prostheses, catalog #3501640, lot #174858. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses. Post procedure right sided capsular contracture (baker¿s grade unknown), and left sided deflation was noted. The left prosthesis appeared to shrink. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-08060 for contralateral prosthesis report.